Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving a no delivery alarm from her insulin pump. The customer's blood glucose is unk. The customer was offered to be helped with troubleshooting but the customer insisted that she try to fix the problem herself and if she had any issue that she would call back. No further info was provided.